Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: advanced radiology. (B)(6) md. Radiology- CT abdomen/pelvis. History: right lower quadrant pain for the past 3 months. Impression: 1) two subcutaneous collections just anterior to the abdominal musculature and to the right of the midline. The collection appears to be made of 2 fluid or soft tissue density areas with a combined length of approximately 6-1/2 cm. The exact etiology is uncertain and could represent a small hematoma. 2) also noted is what appears to be right ovarian cyst and small amount of free pelvic fluid. CT of abdomen particularly related to the right lower quadrant is unremarkable. (B)(6) 2009: [missing records: operative report records for debridement of the right rectus abdominis muscle were not provided.] (B)(6) 2010: (B)(6) llc. (B)(6) md. Radiology- CT abdomen/pelvis. Preliminary report: complex mass rt adnexa, 5.8 x 3.7 cm. Follicles lt ovary. Rt inferior rectus abdominis muscle is enlarged and there is a mass seen anterior to it extending into subq fat, 4.2 x 2.2 cm which may be an abscess or hematoma. (B)(6) 2010: advanced radiology. (B)(6) md. Radiology ¿ ultrasound pelvis complete and transvaginal. Findings: there are nabothian cysts in the cervix, largest measuring 9 mm. The large complex right adnexal mass described on (B)(6) 2010 outside CT report is not seen on today¿s exam. At the site of patient¿s reported palpable abnormality along the right anterior abdominal wall are two ill-defined hypoechoich areas, larger measuring 5.7 x 2.7 x 4.1 cm and smaller measuring 2.2 x 2.7. 3.8 cm. These appear increased in size since (B)(6) 2008 abdominal pelvic CT. Impression: small right ovarian cyst, measuring 1.4 cm in greatest dimension. At the site of patient¿s reported palpable abnormalities along the right anterior abdominal wall, there are two ill-defined hypoechoic soft tissue densities which appear larger than on the (B)(6) 2008 abdominal wall and may be residual hematomas or abscesses or as described in the clinical history, possibly atypical location of endometriomas. Direct comparison with the patient¿s previous outside CT from (B)(6) 2010 would be helpful. (B)(6) 2010: advanced radiology. (B)(6) md. Radiology- CT chest/abdomen/pelvis with contrast. History: elevated cea-125. History of endometriosis in rectus muscle diagnosed (B)(6) 2009. Impression: small 2-mm nonspecific subpleural nodule left lower lobe best seen on image 29. Soft tissue abnormality over the rectus muscle I abdominal wall is more prominent and bigger than previous study. An additional nodule also has appeared near the midline to the left. The rectus muscle on the left side also has increased in size and bigger and is continuing to the rest of soft tissue mess over the rectus wall and abdominal wall musculature. This finding resembling more soft tissue abnormality rather than hematoma or fluid collection. (B)(6) 2010: (B)(6) surgeons. (B)(6) md. Letter to (B)(6) md. Underwent excision of an abdominal wall mass by dr. (B)(6) on (B)(6) 2009. The masses were found to be compatible with endometriosis. She did well for approximately six months and then had recurrence of the masses. They are increasing in size and are increasingly uncomfortable. I could only feel one of the palpable masses seen on CT and ultrasound. However, a smaller mass closer to the mid-line is also present. Base on the fact that she had a previous cesarean section, there is a good chance that the endometrioma is beneath the rectus fascia. (B)(6) 2010: (B)(6) hospital. (B)(6) , md. Cytopathology. Path#: ch10-636. Clinical history: pelvic pain, cervical dysplasia, endometriosis. Specimen information: specimen 1: abdominal aspirate/wash (surg): peritoneal amount: 65 cc fresh cloudy bloody red. Interpretation and diagnosis: 1) abdominal aspirate/wash (surg): peritoneal: final diagnosis: no evidence of atypia or cancer, blood and mesothelial cells, a cell block was reviewed. (B)(6) 2010: (B)(6) surgeons. (B)(6) md, facs. Letter to (B)(6), md. She does feel that she has a slight degree of pulling in her lower abdomen which I assured her was a positive thing. I could not identify a definite post-operative seroma. Because ms. (B)(6) is asymptomatic, she preferred further observation only. (B)(6) 2010: (B)(6) surgeons. (B)(6) md, facs. Letter to (B)(6) md. She does feel some bulging in the area of her incision. She has recently noted some bruising. On examination, ms. (B)(6) ¿s abdomen is non-tender to palpation. Her incision is healing nicely. She perhaps has a seroma present. Aspiration was offered. Ms. (B)(6) did not wish to pursue this. There is no evidence of a hernia at present though I did reinforce that vigorous abdominal wall activity could certainly separate the mesh from her abdominal muscle. (B)(6) 2011: (B)(6) md. Office visit. Presents with about 1 month of llq ¿pressure¿ which has become more painful in the past week. Mild constipation, nausea. Her ua was positive at pcp office, so is on cipro. Has referral for CT scan. Plan: advised pt to wait a little longer before getting CT scan. If pain continues, get CT scan. (B)(6) 2011: (B)(6) radiology services. [No signature]. Radiology- CT abdomen/pelvis with contrast. Indication: abdominal pain. Impression: 1) no evidence of small bowel obstruction. Somewhat limited evaluation of the distal small bowel loops, as these are not opacified with excreted intravenous contrast. 2) constipation. 3) postsurgical changes anterior pelvic wall. Irregular soft tissue density along the anterior pelvic wall, anterior to the mesh, which may be related to postsurgical changes/scarring. However, clinical correlation is recommended. 4) a small umbilical hernia containing fat. Records between (B)(6) 2011 and (B)(6) 2016 were not provided. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2009: [missing records: operative report records for debridement of the right rectus abdominis muscle were not provided.] On (B)(6) 2010: [missing records: CT report demonstrating anterior abdominal wall mass was not provided.] On (B)(6) 2010: [missing records: CT report demonstrating soft tissue abnormality over rectus muscle was not provided.] On (B)(6) 2010: (B)(6), md. Operative report. Pre/postop diagnosis: endometriosis. Procedure: excision of anterior abdominal wall with associated endometriotic lesion, right ovarian cystectomy, appendectomy (dr. (B)(6) service), reconstruction of anterior abdominal wall (dr. (B)(6) service). Insertion of intrauterine device. Complications: none. Drains: subcutaneous. Indication: para zero, with a history of endometriosis. In 2007 she underwent a c-section for a preterm pregnancy. The infant expired, unfortunately. By report, there was no evidence of endometriosis at that time. On (B)(6) 2009, she underwent resection of an anterior abdominal wall mass, involving the right aspect of her c-section scar. Pathology demonstrated endometriosis. She has been followed conservatively. Over the past several months, she has developed anterior abdominal wall discomfort. A palpable mass has been noted. On (B)(6) 2010, a pap smear demonstrated low-grade squamous intraepithelial lesion. Colposcopy and biopsies were negative. On (B)(6) 2010, CT scan demonstrated a complex mass in the right adnexa, measuring 5.8 cm. An anterior abdominal wall mass was noted, measuring 4.2 cm. On (B)(6)2010, an ultrasound demonstrated an 8.2 cm uterus. The endometrial stripe measured 10 mm. The right ovary measured 4.6 cm and contained a 1.4 cm follicle. The left ovary measured 3.1 cm. The right anterior abdominal wall contained a 5.7 cm mass. An additional 3.8 cm mass was noted. On (B)(6) 2010, she underwent a CT scan of chest, abdomen and pelvis. The study demonstrated cyst/follicles in the ovaries. A soft tissue abnormality was noted over the rectus muscle in the anterior abdominal wall, which was more prominent and bigger than on the previous study. Additional nodules appeared near the midline to the left. The rectus muscle on the left side is increased in size. No intraabdominal fluid or significant adenopathy is noted. Given the findings, she was consented for a resection of her anterior abdominal wall mass, evaluation of the pelvis with a possible cystectomy, appendectomy, anterior abdominal wall reconstruction. Risks, benefits and indications for the procedure were reviewed. Questions answered. Options discussed. She consented to proceed. Specimens: anterior abdominal wall, right ovarian cyst, appendix. Description of procedure: ¿the patient was brought to the operating room and after the induction of adequate anesthesia, was placed in the frog leg position. Examination demonstrated a normal sized uterus. There were no obvious adnexal masses. The cervix was prepared. An intrauterine device was placed by dr. (B)(6). The patient was returned to the supine position. The anterior abdominal wall was palpated. An approximately 5 to 6 cm mass was noted to involve the right aspect. An additional mass measured approximately 3 cm, it was noted to involve the midline and extended towards the left. The patient was prepared and draped in the usual sterile fashion. A foley catheter was placed sterilely. A pfannenstiel skin incision was made. The incision was carried down to the level of the mass. The mass was mobilized. The fascia was identified. The fascia was divided around the mass. The peritoneal cavity was entered. Adhesions were noted between the omentum and the anterior abdominal wall mass. The omentum was clamped, cut and suture ligated. The distal portion of the omentum was mobilized with the mass. The mass was mobilized off of the bladder dome. A separation of the muscularis was noted. This was repaired with a running stitch of 2-0 vicryl. The mass was then mobilized off of the symphysis pubis. The specimen was handed off the table. An additional focus of endometriosis was noted to involve the right lateral aspect of the incision. This portion of endometriosis was removed. No residual endometriosis was noted. The pelvis was explored. The uterus was without lesion. Several decidulalized adhesions were noted. These involved the anterior cul-de-sac. A representative adhesion was biopsied. A gunpowder lesion was noted. The left tube and ovary were without lesion. The right ovary was notable for a cyst. A cystectomy was performed. The findings were consistent with a hemorrhagic cyst. The ovarian surface was reapproximated with a running stitch of 2-0 vicryl. Hemostasis was noted to be adequate. The upper abdomen was explored. The liver and diaphragm surface were without lesions. The gallbladder, stomach, pancreas, spleen and kidneys were palpably normal. There was no pelvic or periaortic lymphadenopathy. The omentum other than the adhesions to the anterior abdominal wall were without lesion. Dr. (B)(6) then performed an appendectomy as well as a repair of the anterior abdominal wall. Dr. (B)(6) then closed the incision. All sponge, needle and instrument counts correct x 2. The patient was taken in stable condition to the recovery room.¿ on (B)(6) 2010: (B)(6), md. Operative report. Pre/postop diagnosis: acquired abdominal wall defect. Chronic appendicitis. Procedure: repair of acquired abdominal wall defect, approximately 15 x 15 cm, using mesh. Appendectomy for indicated reasons at the time of another procedure. Brief history: seen for evaluation of a large lower abdominal wall mass. This had previously been excised, and was found to be an endometrioma. Mrs. (B)(6) was scheduled to undergo exploration of her pelvis, as well as resection of the large abdominal wall mass. She had chronic pelvic discomfort. The risks and benefits of appendectomy at the time of her pelvis was being explored for endometriosis, was explained to her detail, and all of her questions were answered. In addition, the endometrioma was felt likely to include all layers of the abdominal wall, and therefore a reconstruction of this defect was explained to the patient and all of her questions were answered. She asked to proceed with surgery as outlined above. Description of procedure: ¿mrs. (B)(6) was taken to the operating room where dr. (B)(6) and dr. [Sic] explored her pelvis via a pfannenstiel incision, as well as excised the abdominal wall mass. During the pelvic exploration, her appendix was visualized. A defect was made at the junction of the appendix and the cecum. This was controlled proximally using a 2-0 vicryl tie, as well as distally. The appendix was divided between the 2 ties. The mesentery of the appendix was controlled using 2-0 vicryl ties. The mesentery was divided, and the appendix was delivered off the field for a specimen. The remainder of the abdominal cavity was explored, and at the conclusion of the gynecological procedure, evaluation of the abdominal wall defect was made. The defect measured approximately 15 by 15 cm. It was through and through the abdominal wall. Several sheets of seprafilm were placed on top of the small bowel. A piece of dual mesh was cut to the appropriate size. This was laid on top of the posterior rectus sheath, and was sutured using horizontal mattress sutures through the posterior sheath, as well as the peritoneum. The gortex was placed against the intraabdominal contents. This mesh was circumferentially inserted. A double layer of polypropylene mesh was then placed using interrupted horizontal mattress sutures through the patient¿s external oblique aponeurosis. A bridging technique was used on both layers. A #10 jackson-pratt drain was placed through a separate stab wound and laid on top of the mesh. The deep tissues were closed transversely using a running 0 vicryl suture. The skin was approximated using a running vicryl subdermal suture. Final skin closure was accomplished using a running 4-0 vicryl intracuticular suture. Dermabond was placed over the top of incision. Mrs. (B)(6) was awakened form her general anesthesia. The endotracheal tube was removed. She was transferred to the stretcher and taken to the recovery room, having tolerated the procedure without incident. All sponge, needle and instrument counts were said by the nursing staff to be correct.¿ [akhalid-2ppr-kba-00038-39]. On (B)(6) 2010: (B)(6) hospital. Implant record. Catalog#: 1dlmcp06. Manufacturer: wgor. Lot#: 06854860. Description: mesh, dual plus 18cmx24x1mm. Qty: 1. Exp date: 01/05/2012. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/06854860) was implanted during the procedure. [Missing records: records for the CT scan showing the ¿fluid collection associated with the anterior abdominal wall¿ and ¿right lateral margin of the mesh was no longer seen to be adherent¿ were not provided.] Records between 10/22/2010 and 7/11/2016 were not provided. On (B)(6) 2016: (B)(6), md, facs. Office note. Cc: abdominal wall fluid and recurrent hernia. Hpi: about 2 months ago, increased discomfort and swelling, lower abdomen. Subsequently, saw initial surgeon, who ordered a CT scan, which revealed a 9.3 x 5.9 x 9.4 cm fluid collection associated with the anterior abdominal wall, which was felt to be below the mesh. In addition, the right lateral margin of the mesh was no longer seen to be adherent to the underlying musculature. There was apparently no evidence of any recurrent endometriosis. Exam: abdomen is mildly obese with good bowel sounds. There is a bulging fullness in the right lower extremity [sic] extending from the midline to the right. It is markedly tender to touch. There is no evidence of any true peritoneal signs. Impression/plan: recurrent abdominal wall hernia with fluid collection following extensive surgical intervention in 2010. The patient¿s mesh is no longer connected on the right lateral aspect, and I am subsequently concerned about the possibility of perhaps hematoma formation that could have caused a bleed and subsequent fluid collection. I am going to review the patient¿s x-rays with interventional radiology to see if the fluid can be aspirated, and if so, perhaps the patient can gain some relief from her discomfort. Reconstructing the abdominal wall may be a possibility, but I will need to discuss further options with the patient, as she has had the rectus muscle removed, and repair of these defects is extremely difficult. I did explain to her that while I do a lot of hernia surgeries, she may need a true abdominal wall reconstruction, and I would make the appropriate referral should that be the case. On (B)(6) 2016: (B)(6). Interventional radiology. Procedure: CT ventral abdominal wall drainage catheter. Reason for exam: fluid collection. Clinical indication: history of ventral abdominal wall surgery status postsurgical mesh placement with interval development of mesh dehiscence, ventral abdominal wall fluid collection. Examination: the patient was placed on the CT scanning table in the supine position. The right lower quadrant was prepped and draped in the usual sterile manner. Lidocaine was used to infiltrate the skin and underlying soft tissue. A dermatotomy was made through which a 10 french drainage catheter was placed percutaneously under CT guidance within the right lower quadrant ventral abdominal wall fluid collection. Confirmation of drainage catheter confirmed by CT demonstrated adequate placement. Approximately 230 ml of reddish thick fluid was obtained a portion was sent for culture. The drainage catheter was secured with suture. The patient tolerated the procedure well and there were no complications. The patient left the CT scanner in stable condition. Impression: successful CT-guided right lower quadrant ventral abdominal wall drainage catheter placement. On (B)(6) 2016: (B)(6), md. Radiology-CT-pelvis w/ oral contrast. Reason for exam: outpatient exam abdominal pain, abdominal wall reconstruction failure. Status post abdominal wall reconstruction failure. Status post abdominal wall reconstruction now with pain and palpable abnormality. Mesh in lower anterior abdominal wall is deformed, contracted and folded on itself. Broadly contiguous with mesh is a 9 cm fluid density involving the rectus at the mesh site and extending into the anterior subcutaneous fat. Mild adjacent stranding. No fluid collection or stranding extending into the pelvis. Increased stool in colon with no bowel dilatation. 1.5 cm low-density structure at right lower uterine segment region may be a nabothian cyst or other mass perhaps fibroid. Bony structures are normal. Impression: mesh has separated from anterior abdominal wall. Large adjacent fluid collection. On (B)(6) 2016: (B)(6), md. Interventional radiology. Procedure: CT guided catheter drainage of anterior pelvic/pelvic wall fluid collection. Reason for exam: fluid collection. Clinical history and indication: status post ventral hernia repair presents with fluid collection in the anterior pelvis that extends into the pelvic wall. Devices: 12 french resolve all purpose drainage catheter. Technique and findings: the patient was positioned supine on the procedure table. The patient was prepped and draped in a sterile fashion. A safety pause was performed immediately prior to the procedure. The patients known allergies, current medications and adverse medication reactions were reviewed prior to the procedure. Preliminary imaging was obtained to confirm the anterior pelvic fluid collection and to determine the approach. The local anesthetic was administered and a small incision made. With imaging guidance and modified seldinger technique, the 18-gauge singlewall needle was advanced into the collection and 10 ml of serous fluid was aspirated. This was followed by guidewire placement. The needle was removed and the track serially dilated. The drainage catheter was then advanced over the wire into the collection and the distal loop locked. Approximately 200 ml of serous fluid were drained. The catheter was secured with an adhesive fixation device and sterile dressing. The catheter is connected via a 3-way stop-cock to a collection bag for gravity drainage. Complications: no immediate complications noted at the conclusion of the procedure. Post-procedure imaging: CT images demonstrate appropriate positioning of the drainage catheter within the anterior pelvis/pelvic wall fluid collection. No evidence of immediate complication. Impression: successful CT guided catheter drainage of anterior pelvis/pelvic wall fluid collection, as described above in detail. Follow-up plan: please keep catheter to gravity drainage bag and flush catheter forward with 10 ml normal saline twice a day. Once catheter output has decreased to less than 10 ml per day for two consecutive days and is non-purulent, or if catheter removal is considered for any reason, please notify the ir team regarding further imaging assessment and possible catheter removal. On (B)(6) 2016: (B)(6), md. Office note. Hpi: very complicated surgical history. The patient is a nurse, reports recently moving an obese patient, feeling strain in right lower quadrant. Noted pain, tenderness, bulge, right lower abdominal wall. She was seen by dr. (B)(6) who ordered a CT scan: large seroma which ultimately required a percutaneous drain which was placed by interventional radiology in mid-october, an [sic] with which the patient now presents. Exam: truncal obesity with abdominal panniculus, palpable seroma in abdominal panniculus, pigtail catheter intact draining serosanguineous [sic] fluid. Pain, tenderness to deep palpation, right lower quadrant. Due to obesity I cannot discern a discrete fascial defect but there is bulging and potentially a reducible hernia. Impression/plan: complicated abdominal wall defect right lower quadrant, related to en bloc excision of right rectus abdominis muscle secondary to endometrioma. Considering the patient is presenting with an indwelling pigtail catheter draining and active seroma in the abdominal pannus, I would like to coordinate her surgery sooner rather than later. Most likely this will require medically necessary panniculectomy to remove the seroma capsule, then wide local re-excision of the fascial surgical site in the abdominal wall including debridement of old mesh and remaining right rectus, followed by possible muscle flaps such as left sided component separation release to reduce tension on the abdominal wall, primarily closure of the fascial defect and then reinforcement or bridged repair with bioresorbable or biologic mesh. I would most likely reserve thigh flaps for salvage, at this point. On (B)(6) 2016: (B)(6), md. Office note. Emergency c-section in 2009 [records indicate 2007], continued non-healing abdominal wound since. Exam: abdominal pannus is large with intertrigo and rashing. Indwelling catheter is draining a larger seroma capsule within pannus. Facial defect to palpation of rlq. A/p: complex abdominal wall reconstruction. Pt does need a panniculectomy with transverse incision and possible umbilectomy, left sided rectus abdominus muscle flap, and implantation of a bridging piece of porcine derived biological mesh (strattice), and excision of the seroma capsule within the abdominal pannus. She is comfortable with this surgical plan and would like to proceed as soon as possible. Ideally I would like to close the facial defect with muscle and biological mesh; however, the defect is quite large, and biologic mesh may need to be bridged to replace fascia. If that occurs, we talked about the high rate of hernia recurrence and bulging. We discussed that weight loss and diabetes control are good ways to help improve the outcome of surgery. On (B)(6) 2016: (B)(6), md. Operative report. Pre/postop diagnosis: abdominal panniculus; open wound; infected hernioplasty mesh; recurrent hernia. Co-surgeons: (B)(6), md- plastics. (B)(6), md ¿general. Procedure: wide local debridement of infected synthetic mesh and excision of chronic seroma capsule. Lysis of adhesions & repair, hernia, ventral, right lower quadrant. Left rectus abdominus muscle advancement flap. Strattice biologic mesh reinforcement into retrorectus space with primary closure of anterior and posterior fascial layers. Panniculectomy and umbilical transposition. Asa class: iii. Specimen(s): ID: a) abdominal panniculus; type: tissue. Source: abdomen. Test: pathology tissue. Destination: pathology. B) seroma capsule. Type: tissue. Source: surgical pathology specimen. Tests: pathology tissue. Destination: pathology. A) infected synthetic mesh. Typed: tissue. Tests: culture, tissue. Destination: microbiology. Findings: ¿the patient is an obese diabetic female who has a very complicated surgical history, and was referred by her general surgeons in baltimore to my practice for complex abdominal wall reconstruction. She suffered from endometriosis which spread to the right lower abdominal wall after an emergency cesarean section surgery. She had multiple en bloc resections with previous attempts at abdominal wall reconstruction using synthetic mesh. She now has bulging in the right lower quadrant and a CT scan demonstrated a large chronic seroma, recurrent ventral hernia in the right lower quadrant, ineffective synthetic mesh placement, and massive abdominal pannus. Her previous abdominal surgeries have removed her right rectus abdominis muscle entirely and tried to replace it with synthetic mesh. She now has an indwelling percutaneous catheter which is draining purulent material. I reviewed the diagnosis with the patient carefully. I carefully discussed how complicated her abdominal wall reconstruction is going to be. We talked about various surgical techniques and I reviewed the chances of success with the patient. I carefully reviewed risks benefits alternatives and indications and I answered all of her questions fully until she had no further questions and I used plain language throughout the encounter. She provided written informed consent. My co-surgeon throughout the entire operation was dr. (B)(6) from general surgery. We worked together throughout the entire operation. Please see the preoperative and postoperative photographs below: [two pictures included]. Surgery: the patient was brought to the operating room and placed supine on the or table. General anesthesia was safely established. A timeout was performed for patient¿s safety. The abdomen was prepped and draped in the standard sterile surgical fashion. Local anesthesia was infiltrated into the surgical sites. Surgery began by creating a periumbilical circumferential incision. Next we performed panniculectomy and remove the redundant skin and fat hanging off of the lower abdominal wall. When we encountered the hernia sac in the right lower quadrant, it communicated with the tract of the indwelling catheter. We used the catheter as our guide and carefully entered the right lower quadrant in the intraperitoneal space. Here we found 2 layers of widely infected synthetic mesh. We worked extremely hard to debrided [sic] the abdominal wall back to viability and to resect as much of the old infected synthetic mesh as possible. The debrided synthetic mesh was sent for culture. This wide local debridement of the abdominal wall and multiple layers of old infected mesh created a new large right lower quadrant defect. In order to repair this new defect, I performed a contralateral left sided rectus abdominis muscle flap advancement by releasing the left external oblique. The left rectus was developed as a tree muscle advancement flap based on its superior and inferior epigastric blood supply. I advanced the muscle across the midline and then I opened the left retrorectus space. Similarly I found the scarred remnants of the old right-sided retrorectus plane and we were able to primarily repair the retrorectus plane utilizing a looped pds suture. Next we implanted 160 cm2 of biologic mesh strattice in this neo-retrorectus plane, and then I was able to close the anterior fascia primarily as well. A 15 french drain was left in the retro-rectus plain. The biologic mesh was inset with #1 pds suture, and the anterior rectus fascia was closed with looped 0 pds suture. The wound was copiously irrigated with antimicrobial irrigation and inspected for hemostasis which was achieved. The panniculectomy was then closed carefully and meticulously in layers utilizing resorbable suture over a 19f drain. Finally the umbilicus was delivered and inset, and a prevena negative pressure dressing was applied to support healing.¿ [photographs included.] There is no information detailing the etiology of the infection. [Missing records: a pathology report detailing analysis of the device removed during on (B)(6) 2016 procedure was not provided.] [Missing records: a culture report detailing the analysis of the specimens collected during on (B)(6) 2016 procedure was not provided.] On (B)(6) 16: (B)(6), pa-c. Office note. Feels well, adequate pain control, reports normal drainage. Abdominal incision is clean, dry and intact. No pus, erythema, cellulitis, collections, drainage or foul odor. Left abdominal jp x 1 with minimal ss output ¿ removed. A/p: stable s/p debridement of infected mesh, hernia repair, left rectus abdominal advancement flap, placement of biologic mesh. Continue wearing an abdominal binder. Rtc in 1 week for possible drain removal. On (B)(6) 2017: (B)(6), pa-c. Office note. Healing well, advised to continue wearing abdominal binder. Recommend to continue to follow her weight and diabetes. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. Medwatch status.

Manufacturer narrative:
H6: updated health effect- clinical code h6: updated investigation findings h6: updated investigation conclusions h6: health effect impact code: f1903: device explantation h6: medical device component: g04088: membrane previous patient code/codes (, 2069, 3191 used for ¿debridement¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: the known medical records span (B)(6), 2008 through (B)(6), 2018 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from (B)(6) 2011 through (B)(6), 2014, and from (B)(6), 2014 through (B)(6), 2016 were not provided. Patient information: medical history: diabetes mellitus [dm] 2006: metformin 2007: insulin dependent (B)(6) 2009: non-insulin dependent, metformin, glipizide (B)(6) 2016: ¿we discussed that weight loss and diabetes control are good ways to help improve the outcome of surgery.¿ obesity (B)(6) 2009: 180 lbs., bmi 30.9 (B)(6) 2010: 176 lbs., bmi 30.2 (B)(6) 2011: 188 lbs., bmi 32.2 (B)(6) 2016: ¿we discussed that weight loss and diabetes control are good ways to help improve the outcome of surgery.¿ (B)(6) 2016: 200 lbs., bmi 35.43 surgical procedures: 2007: emergency cesarean section for preterm pregnancy [infant expired] (B)(6) 2009: resection of anterior abdominal wall mass, involving right aspect of cesarean section scar. (B)(6) 2010: excision of anterior abdominal wall with associated endometriotic lesion, right ovarian cystectomy, appendectomy, reconstruction of anterior abdominal wall. Repair of acquired abdominal wall defect, approximately 15 x 15 cm, using mesh. Insertion of intrauterine device. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2016: CT central abdominal wall drainage catheter. (B)(6) 2016: CT guided catheter drainage of anterior pelvic/pelvic wall fluid collection. (B)(6) 2016: wide local debridement of infected synthetic mesh and excision of chronic seroma capsule. Lysis of adhesions and repair, hernia, ventral, right lower quadrant. Left rectus abdominus muscle advancement flap. Strattice biologic mesh reinforcement into retrorectus space with primary closure of anterior and posterior fascial layers. Panniculectomy and umbilical transposition. Implant preoperative complaints: (B)(6) 2008: CT abdomen/pelvis: right lower quadrant pain for the past 3 months. Impression: ¿two subcutaneous collections just anterior to the abdominal musculature and to the right of the midline. The collection appears to be made of 2 fluid or soft tissue density areas with a combined length of approximately 6½ cm. The exact etiology is uncertain and could represent a small hematoma. Also noted is what appears to be right ovarian cyst and small amount of free pelvic fluid. CT of abdomen particularly related to the right lower quadrant is unremarkable.¿ (B)(6) 2009: resection of anterior abdominal wall mass, involving right aspect of cesarean section scar. [No operative report provided] (B)(6) 2010: CT abdomen: ¿rt [right] inferior rectus abdominis muscle is enlarged and there is a mass seen anterior to it extending into subq fat, 4.2 x 2.2 cm which may be an abscess or hematoma.¿ (B)(6) 2010: ultrasound pelvis: ¿small right ovarian cyst, measuring 1.4 cm in greatest dimension. At the site of patient¿s reported palpable abnormalities along the right anterior abdominal wall, there are two ill-defined hypoechoic soft tissue densities which appear larger than on the (B)(6) 2008 abdominal wall and may be residual hematomas or abscesses or as described in the clinical history, possibly atypical location of endometriomas.¿ (B)(6) 2010: CT abdomen: ¿soft tissue abnormality over the rectus muscle I abdominal wall is more prominent and bigger than previous study. An additional nodule also has appeared near the midline to the left. The rectus muscle on the left side also has increased in size and bigger and is continuing to the rest of soft tissue mess [sic] over the rectus wall and abdominal wall musculature. This finding resembling more soft tissue abnormality rather than hematoma or fluid collection. Implant preoperative complaints: (B)(6) 2010: ¿underwent excision of an abdominal wall mass on (B)(6) 2009. The masses were found to be compatible with endometriosis. She did well for approximately six months and then had recurrence of the masses. They are increasing in size and are increasingly uncomfortable. I could only feel one of the palpable masses seen on CT and ultrasound. However, a smaller mass closer to the mid-line is also present. Base [sic] on the fact that she had a previous cesarean section, there is a good chance that the endometrioma is beneath the rectus fascia.¿ (B)(6) 2010: indication: ¿in 2007 she underwent a c-section for a preterm pregnancy. By report, there was no evidence of endometriosis at that time. In (B)(6) 2009, she underwent resection of an anterior abdominal wall mass, involving the right aspect of her c-section scar. Pathology demonstrated endometriosis. She has been followed conservatively. Over the past several months, she has developed anterior abdominal wall discomfort. A palpable mass has been noted. In (B)(6) of 2010, CT scan demonstrated a complex mass in the right adnexa, measuring 5.8 cm. An anterior abdominal wall mass was noted, measuring 4.2 cm. In (B)(6) 2010, an ultrasound demonstrated an 8.2 cm uterus. The endometrial stripe measured 10 mm. The right ovary measured 4.6 cm and contained a 1.4 cm follicle. The left ovary measured 3.1 cm. The right anterior abdominal wall contained a 5.7 cm mass. An additional 3.8 cm mass was noted. In (B)(6) 2010, she underwent a CT scan of chest, abdomen and pelvis. The study demonstrated cyst/follicles in the ovaries. A soft tissue abnormality was noted over the rectus muscle in the anterior abdominal wall, which was more prominent and bigger than on the previous study. Additional nodules appeared near the midline to the left. The rectus muscle on the left side is increased in size. No intraabdominal fluid or significant adenopathy is noted. Given the findings, she was consented for a resection of her anterior abdominal wall mass, evaluation of the pelvis with a possible cystectomy, appendectomy, anterior abdominal wall reconstruction.¿ ¿seen for evaluation of a large lower abdominal wall mass. This had previously been excised, and was found to be an endometrioma. She was scheduled to undergo exploration of her pelvis, as well as resection of the large abdominal wall mass. She had chronic pelvic discomfort. The risks and benefits of appendectomy at the time of her pelvis was being explored for endometriosis, was explained to her detail, and all of her questions were answered. In addition, the endometrioma was felt likely to include all layers of the abdominal wall, and therefore a reconstruction of this defect was explained to the patient and all of her questions were answered.¿ implant procedure: excision of anterior abdominal wall with associated endometriotic lesion, right ovarian cystectomy, appendectomy, reconstruction of anterior abdominal wall. Repair of acquired abdominal wall defect, approximately 15 x 15 cm, using mesh. Insertion of intrauterine device. [Implant: gore® dualmesh® plus biomaterial (1dlmcp06/06854860, 18cm x 24cm x 1mm thick], and ¿ethmesh prolene mesh 12 x 12¿. Implant date: (B)(6), 2010 description of hernia being treated: ¿the incision was carried down to the level of the mass. The mass was mobilized. The fascia was identified. The fascia was divided around the mass. The peritoneal cavity was entered. Adhesions were noted between the omentum and the anterior abdominal wall mass. The omentum was clamped, cut and suture ligated. The distal portion of the omentum was mobilized with the mass. The mass was mobilized off of the bladder dome. A separation of the muscularis was noted. This was repaired with a running stitch of 2-0 vicryl. The mass was then mobilized off of the symphysis pubis. The specimen was handed off the table. An additional focus of endometriosis was noted to involve the right lateral aspect of the incision. This portion of endometriosis was removed. No residual endometriosis was noted. The pelvis was explored. The uterus was without lesion. Several decidulalized [sic] adhesions were noted. These involved the anterior cul-de-sac. A representative adhesion was biopsied. A gunpowder lesion was noted. The left tube and ovary were without lesion. The right ovary was notable for a cyst. A cystectomy was performed. The findings were consistent with a hemorrhagic cyst. The ovarian surface was reapproximated with a running stitch of 2-0 vicryl. Hemostasis was noted to be adequate. The upper abdomen was explored. Dr. (B)(6) then performed an appendectomy as well as a repair of the anterior abdominal wall. Dr. (B)(6) then closed the incision. The remainder of the abdominal cavity was explored, and at the conclusion of the gynecological procedure, evaluation of the abdominal wall defect was made. The defect measured approximately 15 by 15 cm. It was through and through the abdominal wall. Several sheets of seprafilm were placed on top of the small bowel.¿ implant size and fixation: ¿a piece of dual mesh was cut to the appropriate size. This was laid on top of the posterior rectus sheath, and was sutured using horizontal mattress sutures through the posterior sheath, as well as the peritoneum. The gortex was placed against the intraabdominal contents. This mesh was circumferentially inserted. A double layer of polypropylene mesh was then placed using interrupted horizontal mattress sutures through the patient¿s external oblique aponeurosis. A bridging technique was used on both layers. A #10 jackson-pratt drain was placed through a separate stab wound and laid on top of the mesh. The deep tissues were closed transversely using a running 0 vicryl suture.¿ (B)(6) 2010: cytopathology: abdominal aspirate/wash (surg): peritoneal: final diagnosis: no evidence of atypia or cancer, blood and mesothelial cells...¿ relevant medical information: (B)(6) 2010: ¿she does feel some bulging in the area of her incision. She has recently noted some bruising. Abdomen is non-tender to palpation. Her incision is healing nicely. She perhaps has a seroma present. Aspiration was offered. ... Did not wish to pursue this. There is no evidence of a hernia at present though I did reinforce that vigorous abdominal wall activity could certainly separate the mesh from her abdominal muscle.¿ (B)(6) 2011: ¿presents with about 1 month of llq [left lower quadrant] 'pressure¿ which has become more painful in the past week. Mild constipation, nausea.¿ (B)(6) 2011: CT abdomen: ¿no evidence of small bowel obstruction. Somewhat limited evaluation of the distal small bowel loops, as these are not opacified with excreted intravenous contrast. Constipation. Postsurgical changes anterior pelvic wall. Irregular soft tissue density along the anterior pelvic wall, anterior to the mesh, which may be related to postsurgical changes/ scarring. However, clinical correlation is recommended. A small umbilical hernia containing fat.¿ (B)(6) 2014: ed visit: ¿left lower abdominal pain radiating to the right side. Vaginosis, hyperglycemia.¿ (B)(6) 2016: ¿about 2 months ago, increased discomfort and swelling, lower abdomen. Subsequently, saw initial surgeon, who ordered a CT scan, which revealed a 9.3 x 5.9 x 9.4 cm fluid collection associated with the anterior abdominal wall, which was felt to be below the mesh. In addition, the right lateral margin of the mesh was no longer seen to be adherent to the underlying musculature. There was apparently no evidence of any recurrent endometriosis.¿ (B)(6) 2016: CT central abdominal wall drainage catheter. ¿approximately 230 ml of reddish thick fluid was obtained a portion was sent for culture. The drainage catheter was secured with suture.¿ (B)(6) 2016: microbiology: ¿final report: staph coag negative light growth. No anaerobes isolated.¿ (B)(6) 2016: ¿fluid initially was draining up to 100 ml a day, now is down to 40 ml a day. I also explained to her that because of the fact that the mesh tore away from the lateral aspect of the abdominal wall on the right side, there is very little to sew the mesh to as she has already had her rectus muscle resected.¿ (B)(6) 2016: CT pelvis: ¿mesh in lower anterior abdominal wall is deformed, contracted and folded on itself. Broadly contiguous with mesh is a 9 cm fluid density involving the rectus at the mesh site and extending into the anterior subcutaneous fat. Mild adjacent stranding.¿ (B)(6) 2016: ¿CT guided catheter drainage of anterior pelvic/pelvic wall fluid collection. Approximately 200 ml of serous fluid were drained.¿ (B)(6) 2016: ¿the patient is a nurse, reports recently moving an obese patient, feeling strain in right lower quadrant. Noted pain, tenderness, bulge, right lower abdominal wall.¿ ¿complicated abdominal wall defect right lower quadrant, related to en bloc excision of right rectus abdominis muscle secondary to endometrioma. Considering the patient is presenting with an indwelling pigtail catheter draining and active seroma in the abdominal pannus, I would like to coordinate her surgery sooner rather than later.¿ (B)(6) 2016: ¿abdominal pannus is large with intertrigo and rashing. Ideally I would like to close the facial defect with muscle and biological mesh; however, the defect is quite large, and biologic mesh may need to be bridged to replace fascia. If that occurs, we talked about the high rate of hernia recurrence and bulging. We discussed that weight loss and diabetes control are good ways to help improve the outcome of surgery.¿ explant preoperative complaints: (B)(6) 2016: history and physical: ¿abdominal panniculus; open wound; infected hernioplasty mesh. Recently while moving a patient she felt a pain and bulge in her right lower quadrant. CT imaging showed a large seroma which required a percutaneous drain to be placed. The drain remains in place, with continuous drainage for straw colored fluid, 20-30 ml. Continues to have tenderness below her abdominal panniculus.¿ (B)(6) 2016: ¿the patient is an obese diabetic female who has a very complicated surgical history, and was referred ... For complex abdominal wall reconstruction. She suffered from endometriosis which spread to the right lower abdominal wall after an emergency cesarean section surgery. She had multiple en bloc resections with previous attempts at abdominal wall reconstruction using synthetic mesh. She now has bulging in the right lower quadrant and a CT scan demonstrated a large chronic seroma, recurrent ventral hernia in the right lower quadrant, ineffective synthetic mesh placement, and massive abdominal pannus. Her previous abdominal surgeries have removed her right rectus abdominis muscle entirely and tried to replace it with synthetic mesh. She now has an indwelling percutaneous catheter which is draining purulent material.¿ explant procedure: wide local debridement of infected synthetic mesh and excision of chronic seroma capsule. Lysis of adhesions and repair, hernia, ventral, right lower quadrant. Left rectus abdominus muscle advancement flap. Strattice biologic mesh reinforcement into retrorectus space with primary closure of anterior and posterior fascial layers. Panniculectomy and umbilical transposition. Explant date: (B)(6), 2016 [hospitalization dates (B)(6), 2016] ¿surgery began by creating a periumbilical circumferential incision. Next we performed panniculectomy and remove [sic] the redundant skin and fat hanging off of the lower abdominal wall. When we encountered the hernia sac in the right lower quadrant, it communicated with the tract of the indwelling catheter. We used the catheter as our guide and carefully entered the right lower quadrant in the intraperitoneal space. Here we found 2 layers of widely infected synthetic mesh. We worked extremely hard to debrided [sic] the abdominal wall back to viability and to resect as much of the old infected synthetic mesh as possible. The debrided synthetic mesh was sent for culture. This wide local debridement of the abdominal wall and multiple layers of old infected mesh created a new large right lower quadrant defect. In order to repair this new defect, I performed a contralateral left sided rectus abdominis muscle flap advancement by releasing the left external oblique. The left rectus was developed as a tree muscle advancement flap based on its superior and inferior epigastric blood supply. I advanced the muscle across the midline and then I opened the left retrorectus space. Similarly I found the scarred remnants of the old right-sided retrorectus plane and we were able to primarily repair the retrorectus plane utilizing a looped pds suture. Next we implanted 160 cm2 of biologic mesh strattice in this neo-retrorectus plane, and then I was able to close the anterior fascia primarily as well.¿ (B)(6) 2016: microbiology: ¿staphylococcus lugdunensis. Organism 2: staphylococcus epidermidis. Gram pos. Cocci in clusters, resembling staph. Gram positive cocci in chains. Anaerobic culture. No anaerobes isolated.¿ (B)(6) 2016: discharge summary: ¿status post wide local debridement of infected synthetic mesh and seroma capsule, lysis of adhesions and repair of ventral hernia, ... Initially received peri-operative antibiotics-clindamycin while awaiting intra-operative cultures which ultimately grew staphylococcus lugdunensis and staphylococcus epidermis sensitive to levaquin. Transitioned to levaquin on (B)(6)." Relevant medical information: (B)(6) 2016: ¿feels well, adequate pain control, reports normal drainage. Abdominal incision is clean, dry and intact. No pus, erythema, cellulitis, collections, drainage or foul odor. Left abdominal jp x 1 with minimal ss [serosanguineous] output ¿ removed.¿ (B)(6) 2017: ¿healing well.¿ (B)(6) 2018: ¿has a fibroid which has been causing pain.¿ (B)(6) 2018: hospitalization (B)(6) 2018: ed visit: severe abdominal pain. (B)(6) 2018: CT abdomen: ¿changes consistent with small bowel obstruction with point of obstruction appearing to be in the vicinity of patient¿s small bowel anastomosis seen within the midabdomen. There is small amount of free fluid seen within the pelvis.¿ (B)(6) 2018: CT abdomen: ¿no evidence of abdominal free air or small bowel obstruction.¿ (B)(6) 2018: discharge summary: ¿pt admitted with sbo [small bowel obstruction], after medical management it resolved, obtained CT to check and confirm resolution of sbo.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ the instructions for use further state: ¿improper positioning of the smooth, non-textured surface adjacent to fascia or subcutaneous tissue will result in minimal tissue attachment. Persistent seroma may result.¿ the instructions for use further state: ¿cutting gore® dualmesh® plus biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® plus biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These my include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 06854860. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2016: (B)(6) hospital center. Microbiology. Accession: mb-16-026764. Procedure: drainage culture (non-swab) with gram stain. Final report: staph coag negative light growth. No anaerobes isolated. Stains: gram: numerous white blood cells seen. No organisms seen. (B)(6) 2016: (B)(6). (B)(6), md. Office visit. No pain essentially at this point in time. The area of the previous large mass in the abdomen is resolved. Fluid initially was draining up to 100 ml a day, now is down to 40 ml a day. Assessment/plan: I would like to see it down below 10 ml a day before I pull the drain. I also explained to her that because of the fact that the mesh tore away from the lateral aspect of the abdominal wall on the right side, there is very little to sew the mesh to as she has already had her rectus muscle resected. (B)(6) 2016: (B)(6). (B)(6), md. Office visit. The patient is having 20 ml of drainage a day, at least 10 of which is irrigation. She has no pain. Assessment/plan: I did remove the pigtail drain from the abdominal wall and placed bacitracin and sterile dressing over the drain exit site. I do not see any evidence of hernia at this point in time. (B)(6) 2016: (B)(6). (B)(6), md. Office visit. Concerned about possibility of recurrence of fluid in anterior abdominal wall. When she was initially seen by me on 07/11/16, was found to have a large fluid collection in right lower quadrant. Objective: in the right lower quadrant, when the patient stands, there does appear to be a slight bulge, but I believe this is muscular and not reaccumulation of fluid. Assessment/plan: I am going to order a CT scan to see what is ongoing and if there is any fluid that has reaccumulated. (B)(6) 2016: (B)(6) medical center. (B)(6), crnp. History and physical. Diagnosis: abdominal panniculus; open wound; infected hernioplasty mesh. Recently while moving a patient she felt a pain and bulge in her right lower quadrant. CT imaging showed a large seroma which required a percutaneous drain to be placed. The drain remains in place, with continuous drainage for straw colored fluid, 20-30 ml. Continues to have tenderness below her abdominal panniculus. (B)(6) 2016: (B)(6) medical center. (B)(6), md. Surgical pathology. Specimen: (B)(6). Preoperative diagnosis: abdominal panniculus, open wound, infected hernioplasty mesh. Operation performed: procedure: repair hernia umbilical/panniculectomy. Tissue removed: a) abdominal panniculus. B) seroma capsule. Gross description: the specimen is received in 2 parts. Part a received fresh labeled khalid, ahbeda designated abdominal panniculus. The specimen consists of a 2,337.5 gram unoriented 47 x 17 cm ellipse of tannish brown skin and subcutaneous tissue excised to depth 4.5 cm consistent with pannus. No umbilicus is identified. There is a raised grayish brown area measuring 0.8 x 0.6 cm that is 6 cm from the closest skin margin. 0.2 cm from that is a 0.2 cm defect surrounded by a 0.1 cm rim of gray skin. The defect is 5.2 cm from the closest skin margin. Striae are noted on the skin surface as well. Probing the defect shows a tract continuous with the deep margin. The deep margin surrounding the tract is inked blue. Also noted on the deep surface is a 4 x 2 cm area of gray-white fibromembranous tissue. Sectioning through the remaining specimen shows lobulated fat with scan bands of gray-white fibrous tissue. No discrete nodules or exudate are identified grossly. Representative sections are submitted in cassettes: a1¿raised lesion skin with adjacent defect and tract; inked closest skin margin to defect and raised area. A2¿tract with inked deep margin. A3: fibromembranous tissue deep margin. A4¿random fat and skin. Part b received fresh labeled khalid, ahbeda designated seroma capsule. The specimen consists of 2 fragments of rubbery reddish brown tissue with a scant amount of attached fatty tissue having aggregate weight 29 grams and aggregate dimensions 7 x 5.5 x 2 cm. One of the fragments is elliptical and the other somewhat triangular. Each has a smooth grayish pink capsule on one side and a diffusely nodular reddish brown and yellow opposite side with attached lobulated yellow fatty tissue. Sectioning. Grows description: shows a central gray-white fibrous area. No discrete nodules or exudate are seen. A representative section from each fragment is submitted in cassettes b1 and 2 with that in b2 being sectioned. Path procedures: final diagnosis: part a abdominal panniculus: skin and subcutaneous tissue showing fibrosis that extends from the dermis into the subcutaneous fat with entrapped squamous epithelium and chronic dermatitis within the central portion of the specimen compatible with healing herniorrhaphy site. Part b seroma capsule: dense fibrous tissue with organizing fat necrosis and foreign body giant cell (suture and fat) reaction. Negative for neoplasm. (B)(6) 2016: (B)(6) medical center. Microbiology. Culture, wound/abscess. Source: abdomen. Infected synthetic mesh. Gram stain result: aerobic culture. Organism 1: staphylococcus lugdunensis. Organism 2: staphylococcus epidermidis. From thioglycollate broth only: mixed gram positive organisms including staphylococcus lugdunensis and staphylococcus epidermidis. Cbv preliminary culture. Gram stain: gram pos. Cocci in clusters, resembling staph. Gram positive cocci in chains. Anaerobic culture. From thioglycollate broth only: no anaerobes isolated. (B)(6) 2016: (B)(6) medical center. Lab. Wbc 11 (4.8-10.8). (B)(6) 2016: (B)(6) medical center. (B)(6), md. Operative note. [Preoperative and postoperative photographs.] (B)(6) 2016: (B)(6) medical center. (B)(6), pa-c. Discharge summary. Continued non-healing abdominal wound status and infection of synthetic mesh post emergency c-section in 2009. Hospital course: status post wide local debridement of infected synthetic mesh and seroma capsule, lysis of adhesions and repair of ventral hernia, left rectus abdominal muscle advanced flap, biologic mesh placement in 2 rectus with primary closure of anterior and posterior fascial layers, panniculectomy and umbilical transposition. Initially received peri-operative antibiotics-clindamycin while awaiting intra-operative cultures which ultimately grew staphylococcus lugdunensis and staphylococcus epidermis sensitive to levaquin. Transitioned to levaquin on (B)(6). Should complete 10 day course of oral levaquin. (B)(6) 2017: (B)(6) medical center. (B)(6), md. Office note. Stable status post wide local debridement of synthetic mesh and excision of chronic seroma capsule, lysis of adhesions and repair, hernia, ventral right lower quadrant, left rectus abdominus muscle advancement flap, strattice biologic mesh reinforcement into retrorectus space with primary closure of anterior and posterior fascial layers, and panniculectomy and umbilical transposition. (B)(6) 2018: (B)(6) medical center. (B)(6). Office note. Has a fibroid which has been causing pain. Returns for clearance to proceed with fibroid removal. Stable. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2008: (B)(6) . Office notes. Hpi: stomach pain, starting in (B)(6) . In (B)(6) had a spotting and pain reduced. Physical exam: abdomen: rlq and ruq tenderness. Patient referred for CT of abdomen, refused, cannot afford, self-pay. Advised to go to ER for evaluation today due to severe rlq pain on physical exam. (B)(6) 2008: (B)(6) . Office notes. Abdominal wall pain. Assessment: deteriorated with CT evidence of ¿fluid¿ collection deep in the subcut region-rectus sheath hematoma v. Other. Hx: ongoing painful right lower abdominal wall mass. (B)(6) 2014: (B)(6). (B)(6) . Cc: left lower abdominal pain radiating to the right side. Ultrasound for possible ruptured [sic] cyst. Impression: vaginosis, hyperglycemia. (B)(6) 2018: (B)(6). Cc: abdominal pain. Pt coming from patient first for severe abd pain since this am. Told to come to ER for CT. Had xr at patient first which she was told showed ¿bowel distention.¿ pt denies blood in bm but reports having 6 bm this am. Diagnosis: small bowel obstruction. Plan: admit surgery. (B)(6) 2018: (B)(6). Radiology-CT abdomen/pelvis w/ contrast. Indication: diffuse abdominal pain distended bowel. Impression: changes consistent with small bowel obstruction with point of obstruction appearing to be in the vicinity of patient¿s small bowel anastomosis seen within the midabodmen . There is small amount of free fluid seen within the pelvis. (B)(6) 2018: (B)(6). History and physical. Hpi: presents with abdominal pain that began today. The pain is crampy. No prior episodes. Alleviated with toradol. Review of systems: abdominal pain and nausea. Physical exam: abdominal: soft. She exhibits distension (minimal, exam limited by habitus). There is tenderness in the left lower quadrant. Assessment: small bowel obstruction. Plan of care: possible causes including adhesions and narrowing at the anastomosis. Possibly the higher bulk of the food she ate contributed. We will try conservative management, and if it did not resolve, we would the have to consider operation. (B)(6) 2018: (B)(6). Radiology-CT abdomen/pelvis w contrast. Indication: small bowel obstruction. Impression: no evidence of abdominal free air or small bowel obstruction. (B)(6) 2018: (B)(6). Discharge summary. Hospital course: pt admitted with sbo, after medical management if resolved, obtained CT to check and confirm resolution of sbo . A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open acquired abdominal wall defect hernia repair on (B)(6) 2010, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2016, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh infection, debridement, seroma, mesh removal, additional surgery. Additional event specific information was not provided.